Event description:
Implant didn't achieve osseointegration in cervical half, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease, inflammation. Inflammatory tissue around implant.